Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion alarm occurred when attempting to prime the pump. Troubleshooting failed, and the pump was switched on and off 3 times and attempted repeat of set up process each time alarm sounded and pump set was not removed from the pump. 4th attempt pump program set up and primed as normal and infusion ran without alarm. Three sets from different lots used on pump, all sets worked as normal. The affected set put into 2 different pumps and the set worked. Event occurred at hospital during pre-test. There was no patient involvement.

Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.